Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Hissing sound. If so, did the noise prevent insufflation? Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes there was a drop in pressure, but it didn' affect the visibility. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? Seal was lifted up when instruments changed. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Camera scope. Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). The analysis results found that the was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, there was pneumo leakage from the device. Another like device was used to complete the procedure. No patient consequence.